Manufacturer narrative:
This device has been analyzed but the final, approved conclusion of findings is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the package of a 5f mynx control vascular closure device (vcd) was opened, the physician noticed the plastic sheath covering at the end of the sheath that covers the sealant was peeled back. They did not attempt to use it. Preliminary review of image received shows one of the sealant sleeves is pulled back more than 90 degrees from its intended location, and part of the sealant is exposed along the mynx control shaft. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when the package of a 5f mynx control vascular closure device (vcd) was opened, the physician noticed the plastic sheath covering at the end of the sheath that covers the sealant was peeled back. They did not attempt to use it. Preliminary review of image received shows one of the sealant sleeves is pulled back more than 90 degrees from its intended location, and part of the sealant is exposed along the mynx control shaft. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation along with a photo of the device. Per the picture analysis, the sealant sleeve was kinked/bent, and the sealant appears to be exposed and swollen. The packaging is noted to be opened. No other anomalies nor outstanding details could be observed on the images provided. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation. The stopcock was observed in the open position. In addition, the balloon was found fully deflated. The sealant was found in its manufacturing position, fully covered by the sealant sleeves. The device was inspected for damages/anomalies that may have contributed to the reported failure, and slightly kinked/bent conditions were observed to the sealant sleeves. No other anomalies were observed during the visual inspection. A dimensional test was not performed on the returned device due to the slightly kinked/bent conditions observed to the sealant¿s outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was able to be depressed to deploy the sealant with no resistance felt. Button 2 was able to be fully depressed, and the balloon was able to be completely withdrawn into the tamp tube. No issues were noted with respect to button 1 and button 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Visual inspection at high magnification revealed the slightly kinked/bent conditions on the sealant sleeves. Additionally, compatibility with the sheath used was verified as per the device¿s IFU. However, since the sheath used was not returned for evaluation, an applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab sample sheath introducer without issue during the device failure investigation. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was confirmed through analysis of the image received and the returned device as the sleeves were found to be kinked/bent as received. Additionally, a condition was noted in the image received of ¿mynx control system-deployment difficulty-premature¿ due to the exposed and swollen sealant from the kinked sleeves. However, this issue was not confirmed with the returned device as the sealant sleeves were fully covering the sealant despite the slight kinked/bent condition. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/handling factors possibly contributed to the kinked condition of the sealant sleeves, and the subsequent premature exposure of the sealant noted in the image. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, the picture analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when the package of a 5f mynx control vascular closure device (vcd) was opened, the physician noticed the plastic sheath covering at the end of the sheath that covers the sealant was peeled back. They did not attempt to use it. Preliminary review of image received shows one of the sealant sleeves is pulled back more than 90 degrees from its intended location, and part of the sealant is exposed along the mynx control shaft. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.